Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The customer stated that she had received some bad news, which may have contributed to the elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. During the high pressure test, the insulin pump alarmed motor error instead of no delivery. During the displacement, the insulin pump alarmed no delivery. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and no delivery tests due to the prime anomaly.